Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
B5-updated info: on (B)(6) 2020, the lens was exchanged with a longer lens and the problem is resolved. H6-impact code updated. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).